Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-13. H6: investigation summary: bd received 100 samples and 1 photos for investigation. The photos and samples were reviewed and the indicated failure mode for improper assembly with the incident lot was observed. Additionally,100 retention samples from bd inventory, were evaluated by visual examination and the issue of improper assembly was not observed. Bd determined that the root cause of the indicated failure mode was attributed to assembly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg there was missing component of products. The following information was provided by the initial reporter. The customer stated: "there was one tube within an intact tray of tubes (outer wrapper still intact) that did not have a cap."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg there was missing component of products. The following information was provided by the initial reporter. The customer stated: "there was one tube within an intact tray of tubes (outer wrapper still intact) that did not have a cap."